Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).

Event description:
It was reported that a patient was implanted on (B)(6) 2012 but her implantable neurostimulator (ins) was explanted on (B)(6) 2012 due to an infections. It was stated that the leads remained in the patient because the infection was new the ins. The patient was going to meet with her doctor at the end of march to determine when they would try to implant again. No further information was provided.